Event description:
It was reported that the insulin pump alarmed no delivery during bolus delivery. The customer stated that the alarm had occurred with four infusion sets of the same batch. At the time of the call the customer stated that they were not wearing an infusion set. The customer's blood glucose was 258 mg/dl, which was treated with manual injection. The customer stated that they tried different areas of infusion set insertion. The customer stated that the alarm was reoccurring. Troubleshooting was not performed at the time of the phone call because the customer stated that the alarm was resolved by changing the reservoir and the infusion set. The cannula of the infusion set was not bent. They wanted to return the supplied for analysis. The customer stated that they were using manual injections because they did not want to waist any more insulin with any more sets. Nothing further was reported.

Manufacturer narrative:
The reliability analysis evaluated three random sealed reservoirs inspected reservoirs, snap cap, and septums for anomalies. None were found. Reservoir filled with diluents, and connected to anew infusion sets. Installed reservoirs and connectors into a pump. Performed infusion sets. Installed reservoirs and connectors into a pump. Performed catheter tips. Reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).